Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a sensation that the device flipped over in the pocket site. No adverse patient symptoms were reported.